Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, logged on 12/jul/2024 at 16:02:56. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 39% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for 15 seconds. No anomalies were recorded leading up to the loss of power. A controller fault alarm was then logged on (B)(6) 2024 at 16:43:25, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported controller loss of power and controller fault alarm events were confirmed. Of note, a controller fault alarm that is silenced will sound again if the alarm condition clears and later becomes active again. Based on the available information, a possible root cause of the reported silenced controller fault alarm sounding again may be attributed to the controller fault condition reoccurring following the controller loss of power event, which would have cleared the alarm. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as reported in the event description. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 'double disconnect of power sources' event occurred due to the patient's manipulation error, causing a permanent mute alarm for internal battery discharge to reset. Additionally, it was reported that the controller exhibited a controller fault alarm, indicating the internal battery's end of life, and a controller power-up with an associated pump start attempt, indicating a loss of power to the controller. The controller was off for approximately 15 seconds. The controller remains in use. No patient complications have been reported as a result of this event.